Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had adhesive residue that could not be removed. Manually cleaning, scrubbing with alcohol and reprocessing the scope twice did not remove the residue. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
Updated fields- d9, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: sticky residue on the bending section cover(a-rubber) and burn marks in the distal end plastic cover, a definitive root cause could not be identified. Based on the results of the investigation, it is likely the issue occurred due to sticky residue on the bending section cover(a-rubber). Whereas burn marks in the distal end plastic cover occurred due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.